Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had mildly reduced right ventricular global systolic function on (B)(6) 2024, prior to device implant. A device related issue did not cause or contribute to their right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kink in the outflow graft could not be confirmed as no images were submitted for review. A direct correlation between heartmate 3 lvas, serial number: (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that immediately after implant, the patient began having low flow alarms in the intensive care unit (ICU). They were taken back to the operating room on (B)(6) 2024 for re-exploration to determine the cause of the low flow alarms. They were placed supine on the table. After adequate anesthesia, the patient was prepped and draped in sterile standard surgical fashion. The chest was re-opened, and a retractor was placed. The mediastinum was explored and washed out. A scant amount of old blood clots was removed. There was noted to be a kink in the outflow graft as it entered the ascending aorta. The patient was heparinized, and the outflow graft was clamped and transected near its insertion into the aorta. A small stump of outflow graft was left on the aorta and oversewed with running 5.0 prolene. The remaining outflow graft was flushed with blood and no clots were noted. The outflow graft was re-implanted more lateral on the ascending aorta using 5.0 prolene running suture. The outflow graft was deaired with a needle and the pump was allowed to achieve full flows with no further alarms noted. The inflow cannula was re-aligned using transesophageal echocardiogram (tee) by placing a tacking prolene suture from the bend relief component to the diaphragm. The chest was reclosed with wires and overlying tissues layers closed with running sutures. The patient tolerated the procedure and was transferred back to the ICU in stable condition. The patient had an echocardiogram (echo) on (B)(6) 2024 that showed a moderately reduced right ventricular function and a left ventricular diastolic dysfunction (lvdd) of 3.6 cm. Pre-operatively, the patient had mildly reduced right ventricular global systolic function. A device related issue did not cause or contribute to worsening right heart failure. A ramp echo was performed on (B)(6) 2024 to optimize pump flow. The speed was increased from 5100 rotations per minute (rpm) to 5200 rpm with flows of 4.4 liters per minute (lpm). The patient was discharged home on (B)(6) 2024 at a speed of 5200 rpm with a left ventricular end diastolic diameter of 3.7 millimeters.